Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated that patient had surgical intervention where the ipg was replaced and post operatively effective coverage was reported .

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This serial number was included in multiple field advisories. Investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy in approximately (B)(6) 2017. Patient failed to charge their ipg initially. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address the issue patient may be awaiting surgical intervention later .